Manufacturer narrative:
The thermogard system's tcmid:09 error message was resolved through troubleshooting instructions by a zoll service engineer via phone communication with the user facility biomed. No further action required by zoll.

Event description:
During a patient intravascular temperature management (ivtm) therapy, customer reported that the thermogard xp ivtm system (serial # (B)(4)) alarmed and displayed tcmid:09 (ce temp error) error code. Thermogard xp ivtm system was removed and therapy continued using cooling blankets. No patient consequence.